Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by utilizing contralateral approach. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for pre-dilation. However, on the second inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 5.0mmx40mmx135cm (4f) sterling balloon catheter. No patient complications nor injuries were reported.